Event description:
Pentax medical became aware of a complaint that occurred in the united states. The customer reported that the endoscope would not fill the balloon with water involving a pentax medical ultrasound video gastroscope model eg-3670urk, serial number (B)(4). The doctor reported that the balloon fill channel was not working and would not fill the balloon with water. The balloon is used to enhance imaging during an endoscopic retrograde cholangiopancreatography. The cause for the difficulty is unknown as this time. No death, injury or health impact was reported. This was a first-time use failure and when taken out of service but was unable to resolve the problem. The consignment endoscope was received by pentax medical for evaluation on 18-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician did not confirm the customer complaint of blocked channel, but did document the following inspection findings: eus connector cable short bump at control body root brace, passed dry leak test, passed wet leak test, customer complaint not duplicated, umbilical cable bump at control body side, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Model eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting approved by final qc as of 10-nov-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.